Event description:
A malfunction on the pump was reported by the caller, who noted that no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided assistance by giving the caller information on how to reset the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code reappears.